Manufacturer narrative:
Explant due to central regurgitation and aortic valve insufficiency was reported. The investigation into the returned valve showed tear and degenerative changes to cusp 1. Microcalcifications were observed in cusp 3. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the reported aortic valve insufficiency appears to be related to the observed leaflet tear. However, the cause of the leaflet tear, microcalcification and degenerative changes could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted for surgical removal of the valve and implant another valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4446.

Event description:
It was reported that on an unknown date, a 29mm st jude valve was implanted in the patient. On (B)(6) 2025, the valve got explanted due to improper function and regurgitation. A new 29mm non-abbott valve was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 29mm st jude valve was implanted in the patient. On (B)(6) 2025, the valve got explanted due to improper function and regurgitation. A new 29mm non-abbott valve was implanted.